Event description:
The facility representative reported a works intermittently and turn knob and does nothing. Information was provided that the problem occurred before using the pump. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The pump has not been rec'd for eval. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.